Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy, watery, and scabby skin irritation under the lifevest equipment. The patient has a history of skin sensitivity and has an autoimmune disorder. There was no alleged device malfunction contributing to the irritation. The patient removes the lifevest periodically and was prescribed triamcinolone (approximately in (B)(6)) for the irritation, however, the patient's skin irritation still comes and goes. Follow up indicated that the patient spoke with her doctor regarding the skin irritation, and was referred to a dermatologist. It was also reported that the patient's skin irritation began to improve, as the patient removed the lifevest and applied unscented water-based lotion and gold bond lotion to the skin.